Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was unable to communicate with the ipg using the charging system and the programmer. The ipg is tilted in the pocket, and the patient has been experiencing difficulty charging the ipg due to this issue. Surgical intervention may take place to address the issue.